Event description:
It was reported that left ventricular (lv) lead was dislodged and confirmed via x-ray. The lead was capped and replaced on (B)(6) 2022. The patient is stable and no adverse effects.